Event description:
It was reported that, "when attempting to remove a reflex hybrid screw the driver was over tightened and broke off in the screw head. Inner draw rod was taken out of the removal driver, removed screw with removal driver and no draw rod. New screw replaced old screw."

Manufacturer narrative:
Method: complaint history analysis, risk assessment, device history review and visual inspection. Results: there have been 44 total complaints related to inner shaft tip deformation; those investigations concluded that user error lead to the failures. The device was inspected and it was confirmed that the tip is broken. The broken tip was not returned. The DHR from this device's batch was reviewed and no deviations were noted. In this case it was later reported that all fragments of the device were removed from the patient. The device is made of an implant grade stainless steel to mitigate any risks of tips remaining in the patient. Conclusion: previous instrument failures have occurred due to user error and it is believed that is the case here as well. The surgical technique states that pivoting or angulation of the instrument must be avoided as it can lead to breaking of the inner shaft.